Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the patient reported that when she was asked when she first started experiencing the implantable neurostimulator (ins) not working, the patient stated that only the patient programmer (pp) did not work and that her neurostimulator worked and still worked on program e.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type: lead.

Event description:
The patient reported that they were having problems with their pain stimulator and noted that it didn't work. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.